Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor issues. Customer's blood glucose value was 447 mg/dl at the time of incident. The customer was treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. Sensor updating alert was cleared and explained sensor can require more time to stabilize. Sending replacement sensor. Customer will return device for analysis.